Event description:
It was reported that during flight the device failed to pick up ECG trace. No pt injury. Note 1: pt ID info not available.

Manufacturer narrative:
Device has not been returned as of 03/07/2007. A supplemental will be submitted upon completion of the investigation.